Event description:
It was observed during the device inspection, that the distal end cover on the gastrointestinal videoscope was burnt and the universal cord was sticky. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined for the reported issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.